Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed. Programming changes were made. The patient was fine.

Manufacturer narrative:
.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.